Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer/tamping tube of a 6/7f mynxgrip vascular closure device (vcd) did not come out of the device to deploy the sealant. The balloon was deflated and manual pressure was held for twenty minutes with no patient complications. Angiography of the access site was taken with no calcification noted. The user if certified in the mynx device. The device was prepped in the usual fashion per the instructions for use (IFU) without complaint. The device was inserted in a 6f non-cordis sheath. The user shuttled down the sealant and when they brought the sheath out, the white tamping tube was not present. The user discovered the white tube was stuck in the housing of the mynx. The procedure used a retrograde approach. The deployer was trained on the mynx device. Regarding the puncture femoral site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer; the vessel type was arterial; the vessel diameter was verified to be greater than or equal to 5 mm; there was no vessel tortuosity; and there was severe presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to IFU instructions. The balloon did not lose pressure, and the device was purged of air during preparation. There was no scar tissue present in the vicinity of the puncture site, and no excessive force was applied. There were no multiple sheath exchanges prior to the use of the mynx device. There was no shallow vessel depth. The sealant was not deployed completely above the skin or partially into the tissue. The user shuttled down completely without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the white advancer/tamping tube of a 6/7f mynxgrip vascular closure device (vcd) did not come out of the device to deploy the sealant. The balloon was deflated and manual pressure was held for twenty minutes with no patient complications. Angiography of the access site was taken with no calcification noted. The user if certified in the mynx device. The device was prepped in the usual fashion per the instructions for use (IFU) without complaint. The device was inserted in a 6f non-cordis sheath. The user shuttled down the sealant and when they brought the sheath out, the white tamping tube was not present. The user discovered the white tube was stuck in the housing of the mynx. The procedure used a retrograde approach. The deployer was trained on the mynx device. Regarding the puncture femoral site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer; the vessel type was arterial; the vessel diameter was verified to be greater than or equal to 5 mm; there was no vessel tortuosity; and there was severe presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to IFU instructions. The balloon did not lose pressure, and the device was purged of air during preparation. There was no scar tissue present in the vicinity of the puncture site, and no excessive force was applied. There were no multiple sheath exchanges prior to the use of the mynx device. There was no shallow vessel depth. The sealant was not deployed completely above the skin or partially into the tissue. The user shuttled down completely without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device was not returned for analysis. A review of the manufacturing documentation associated with lot f2432402 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant failure to deploy advancer tube¿¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully "visible" and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.